Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the unit to be operating properly. No issues were noted with the function and operation, and the reported event was unable to be duplicated. Based on the evaluation results, an exact cause of the reported event could not be determined; however, the event may have been attributed to the user facility personnel inadvertently touching the power button on the side of the panel. While onsite the technician counseled user facility personnel on the proper use and operation of the hexavue custom room rack, specifically on not touching the power button to the panel during a procedure. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during patient procedures the touch panel to their hexavue custom room rack was not displaying properly. The procedures were completed successfully. No report of injury.